Manufacturer narrative:
Follow-up # 1 date of submission 10/02/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/16/2015 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was found to be damaged with evidence of moisture contamination observed inside the battery compartment. During testing, a leak test was performed and confirmed a battery compartment leak. During investigation, the pump would not power on. Further testing was not able to be performed due to no power to the pump. The pump case was removed and evidence of moisture found internally on the support bracket, main pcb and on the battery canister.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power. Reportedly, the battery compartment was cracked and moisture was observed inside the compartment. It was noted that the battery cap had stripped threads and was unable to be tightened to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.